Event description:
It was reported that the patient presented to hospital for device check. Upon interrogation, the left ventricular lead was found to be not working. X-ray confirmed that the lead was dislodged. The lead was turned off. On (B)(6) 2017 another physician saw the patient and lead dislodgement was confirmed. The physician discussed lead revision. No intervention was reported. Patient was stable.

Event description:
New information received noted that the left ventricular lead was explanted and replaced on (B)(6) 2017. The physician believes that the lead dislodgement most likely occurred because the suture material used was modified for a brief time. Patient remained stable before, during, and after the procedure.